Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the (B)(4) proximal femoral nail was used in the thighbones fracture case. At the stage of inserting the nail, the left and right thighbones nail and right nail were mistakenly swapped and implanted. No one noticed this mistake until later on when the patient complained of pain in the front of the thighbones. Upon the patient¿s claim, an x-ray was taken and this mistake was found. The surgeon claims that the description of the package of the nails (left/right) is unclear and requests improvement of the product to prevent such mistakes in the future. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device code, hsb. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records was performed and revealed that no non conformance reports were generated during production and showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.